Manufacturer narrative:
Corrected: device codes from "electrical issue" to "insufficient information". Internal complaint - (B)(4). Autonumber # (B)(4). A lot history record review was unable to perform because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted for ship history. According to their system, there were no records found for any c-om-9000s shipped to the account during the time frame 11/20/2017 to 11/20/2018.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vaccuum stabilizer system, st cable is not working. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st cable is not working. The hospital did not report any patient effects.